Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic console froze. Procedure was completed using another console. There was no harm to the patient.

Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened on to address the reported event. The sr was cancelled due to customer request. The system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).